Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. It was noted this was a gradual rise in shock impedance measurements. The field representative would follow up with the health care professional. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the right ventricular lead (rv) was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. It was noted this was a gradual rise in shock impedance measurements. The field representative would follow up with the health care professional. The lead remains in service at this time. No adverse patient effects were reported.